Event description:
The customer obtained a higher than expected vitros intact pth (ipth) result from a non ocd quality control sample processed on a vitros 5600 system (vitros ipth = 274.0 pg/ml vs. Expected result of 209.6 pg/ml). There was no allegation that patient sample results were affected. However, biased patient results of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation patient harm.(B)(4).

Manufacturer narrative:
The investigation confirmed that a higher than expected vitros ipth result was obtained from a non ocd quality control fluid processed on the vitros 5600 system. A review of historical quality control data indicated a reagent issue could not be ruled out. Service actions were performed to optimize system performance. However, pre-service within run precision testing was not performed to establish instrument performance prior to service. Additionally, following service actions, the customer moved to a different lot of vitros ipth reagent. There is no information available to correlate that an instrument issue(s) addressed by the service actions may have contributed to the event. Therefore an instrument related issue cannot be ruled. A definitive assignable cause for the event could not be determined.